Manufacturer narrative:
Analysis found that customer's complaint has not been confirmed, no anomalies have been found. The device was received in good condition. The device has been successfully tested and passed according to manufacturing specifications. If information is provided in the future, a supplemental report will be issued.

Event description:
A health care provider (hcp) reported via manufacturer representative that a nerve monitoring controller was not working properly. There was no patient impact.